Event description:
It was reported that the ilet bionic pancreas had a cracked screen that reduced touchscreen responsiveness, and a replacement was arranged with instructions for data sync, shutdown, return, and expected delivery timeline. Symptoms included no adverse clinical effects, no hypoglycemia, no hyperglycemia, and no alarms. Outcomes included continued diabetes management using a dexcom g6/g7 with a phone or receiver until replacement arrival, with no emergency care or hospitalization. Investigation included customer service troubleshooting and education, verification of device identification and shipping details, and initiation of device replacement logistics. Investigation of this case revealed a device mechanical damage to the display assembly that impaired user interface performance, consistent with a screen crack. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from handling or impact external to the device¿s design and manufacturing.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.